Manufacturer narrative:
Concomitant medical products: product ID: 3550-29 lot# n445308, implanted: 2014-(B)(6), product type: accessory. Product ID: 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type: lead. Product ID: 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type: lead. (B)(4).

Event description:
It was reported that there was a hole in the skin into the pocket and wound dehiscence which exposed the patient¿s implantable neurostimulator (ins) device. Per the healthcare professional (hcp), the cause of the issue was determined but it was unknown if it was related to the device .the device was then explanted as an action performed as a result of the event issue. The patient outcome was reported as recovered without permanent impairment. Should additional information be received a supplemental report will be filed.